Manufacturer narrative:
Analysis of the implantable infusion pump s/n (B)(4) found high battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving gablofen (3000 mcg/ml at minimum rate) via an implantable infusion pump. The indications for use were noted to be intractable spasticity and other spasticity. It was reported that the representative went to what he thought was a normal pump replacement but when he interrogated the pump he saw it was in safe state. It was noted the patient had heard the alarm but did not think it was coming from the pump until later. The logs showed the pump had gone into safe state, low battery reset on (B)(6) 2018 at 01:01. The patient reported that they had gone to the hospital in early february due to a change in mental status, poor speech and the patient "was talking out of their head" and was incoherent. The symptoms had begun about a week before they were taken to the hospital. While in the hospital they didn't do anything to the pump, they just treated the patient for withdrawal. After they were discharged the patient went to see their man aging health care provider (hcp) and it was then that the patient was scheduled to have the pump replaced on (B)(6) 2018. The pump was explanted and would be returned for analysis. The patient's weight was provided. No further complications were reported.